Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that placement difficulty was experienced with the attempted his bundle pacing lead. The lead could not be rotated in and fixed. The lead was removed and a different lead was used to complete the implant. No patient complications have been reported as a result of this event.